Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. The customer's blood glucose level was reported to be 252mg/dl. It was reported that the customer received lost sensor signal and cannot find sensor signal. It was reported that the electrode was missing. It was reported that the customer would be visiting the emergency room in order to remove the electrode.